Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a locking mechanism issue. The device was not used in surgery. It is unk if there was pt and user injury and medical intervention. No additional info is available.